Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple intermittent temperature alarms while pump was in normal temperature conditions. No impact to the customer's blood glucose. Customer continued to use the pump for insulin therapy.